Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s recharger was not charging his implant; the patient could not get it to connect/communicate. This just started; it died the other day and the patient tried to charge it but couldn't. The patient got poor communication when trying to use his patient programmer. The patient last felt stimulation the other day. The last successful recharge session was the week prior to (B)(6) 2017. The patient was redirected to a healthcare professional to address a possible overdischarge and to resolve issues.